Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure, hemopro2 extension cable failed to separate from the adaptor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure, hemopro2 extension cable failed to separate from the adaptor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no blood detected. The hp2 cord was returned already attached to the hp2 adaptor. Several attempts were made to disconnect the cord from the adaptor, however each attempt proved unsuccessful. The cord could not be removed from the adaptor without causing damage to the device. Based on the results of the investigation, the reported complaint "connection issue" was confirmed.